Manufacturer narrative:
The device was received for evaluation. During functional testing, "failed flow rate test" was reproduced. The device was sent to flow lines for flow testing at 40 ml/hr for 60 mins at 40 vtbi with the results of 42.226 and failing error percentage of 5.565%. A review of the event history log revealed customer did not provide an event occurrence date or parameters. The condition of the IV set, IV bag, and set up are unknown. The history log cannot be used to determine the actual volume in the IV bag at a given time or setup of the pump. The intended flow rate was not provided and additional details regarding pump set up are unknown, which could contribute to flow accuracy issues. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be pressure plate travel. The pressure plate travel will be adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow rate test during testing in the biomedical service department. There was no patient involvement. No additional information is available.